Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified invalid syringe size. During the functional testing the reported issue was unable to be duplicated. The barrel clamp head screw was found little loose, that might causing the invalid syringe size problem intermittently. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp head screw also replaced the size pot for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump would not recognize syringe size. No patient injury was reported.